Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the battery decreased from 7.5 years remaining battery to 3.5 years remaining battery in a year time period. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting more quickly than expected. The device is malfunctioning, and should be explanted and returned for analysis. No patient adverse effects were reported. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. The complaint device was not returned to bsc, so product analysis could not be performed.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the battery decreased from 7.5 years remaining battery to 3.5 years remaining battery in a year time period. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting more quickly than expected. The device is malfunctioning and should be explanted and returned for analysis. No patient adverse effects were reported. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the battery decreased from 7.5 years remaining battery to 3.5 years remaining battery in a year time period. A request was made to have data from this device analyzed. Data analysis confirmed that the battery appeared to be depleting more quickly than expected. The device is malfunctioning and should be explanted and returned for analysis. No patient adverse effects were reported. The device was explanted and successfully replaced. No additional adverse patient effects were reported.